Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bos. One charging cycle was recorded to the device memory. The inspection of the ICD memory revealed no anomalies. There were no indications of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.

Event description:
This system was implanted and the pocket was closed. During post-op testing, it was noticed that the rv lead had become dislodged. The physician reopened the pocket and attempted to reposition this lead several times. The physician confirmed that the helix was functioning appropriately, but the lead would not remain fixated in the rv. This patient had previously had a competitive pacemaker system, and the rv lead from that system also became dislodged. The physician attempted to place the system on the right side, however the veins were occluded and the physician could not gain access. This case was abandoned and the patient did not receive an ICD system at this time. Should additional information be received, this file will be updated.